Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have high blood glucose level. Blood glucose level was od 440 mg/dl. Customer declined to troubleshooting for hyperglycemia because it was due to prednisone. Customer stated that their meter did not send result to the insulin pump however issue did resolved. It was unknown whether the customer using auto mode feature at the time of reported high blood glucose. Insulin pump will not be returned for analysis.